Manufacturer narrative:
It was reported that a software shutdown occurred during a surgery. DHR review did not identify any contributory factors to the event. Review of complaint history identified that one similar complaint was received with the same root cause ((B)(4)). According to technical investigation, 2 issues occurred during surgery while only one shutdown was reported in the complaint description. The computer performance has been slowdown during loading images from pacs which provoked a crash of rosanna software. This is a known design defect.

Event description:
Field service engineer received a call on (B)(6) 2018 from the operating room at harborview regarding laser ablation surgery on (B)(6) 2018. The nurse reported that the rosario software shutdown while loading images for pacs. The computer was rebooted and functioned as normal. The only delay was computer reboot (approximately 5 minutes).